Event description:
(B)(6) called to report this lead was capped and the pacemaker explanted for an unknown reason. The patient is no longer seen at the clinic on file. It is believed this lead was not replaced because the patient received a single chamber pacemaker. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.